Event description:
It was reported that in (B)(6) 2009 the pump was replaced due to a pocket infection. Since that time it was doing great, but the healthcare provider (hcp) they worked with retired and now they have a new hcp. The pump was being used to deliver dilaudid. The cause of the infection, date of onset, specific symptoms, and additional interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A healthcare professional (hcp) later reported that perioperative antibiotics were administered, and the onset/diagnosis of the infection was 2009-(B)(6). The patient did not have meningitis. Symptoms included redness, tenderness, and fluid collection beneath the wound. The primary location of the infection was the device pocket. The entire device system was explanted at that time.